Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: einstein medical center-montgomery. Ronit z. Sugar, md. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated diagnosis: incarcerated incisional hernia. Procedure: repair of incarcerated incisional hernia with mesh and partial omentectomy. Assistant: dr. Goetz. Estimated blood loss: 50 ml. Procedure in detail: ¿the patient was identified as the correct patient and was brought to the operating room, placed on the table in a supine position and given general anesthesia. His abdomen was shaved, prepped, and draped in the usual sterile fashion. Local anesthetic was injected into the supraumbilical site at the site of the incarcerated hernia. The prior skin scar was excised. Dissection was performed into the subcutaneous tissues and the hernia was identified. It was dissected down to its neck at the fascial level and the hernia sac was opened. There was necrotic sac which was resected, and the hernia appeared to contain a small segment of incarcerated omentum which was partially necrotic. The omentum was resected at the fascial level. A series of kelly clamps were placed on the omentum and tied with 2-0 vicryl sutures. The residual omentum was pushed back into the abdominal cavity. The necrotic segment of omentum was removed from the field and sent to pathology together with the hernia sac. The peritoneum which had been partially opened in the course of the dissection was closed with a running 2-0 vicryl suture. There appeared to be a 2nd hernia just to the left of the incarcerated hernia. This was also dissected out down to its neck at the fascial level. There appeared to be a 2nd fascial defect just to the left and small fascial bridge between the 2 defects. The bridge was cut and 1 larger defect was created. It was decided to place an underlay patch for closure of the defect. A dualmesh patch was brought onto the field. This was secured at 8 points circumferentially to the fascia and placed in the preperitoneal space in an underlay fashion, extending beyond the fascial defect circumferentially for several centimeters. The sutures placed were 2-0 vicryl sutures and these were tied securely to the facial externally. The fascial edges were then closed over the mesh with a running #1 prolene suture. The wound was irrigated. There was no evidence of bleeding. The subcutaneous tissues were reapproximated with interrupted 3-0 vicryl sutures and the skin was closed with a running subcuticular suture of 4-0 vicryl. Steri-strips were applied. A sterile dressing was taped in place. The patient tolerated the procedure well and was sent to recovery room in stable condition. (B)(6) 2015: einstein healthcare network. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 10981124. W.l. Gore & associates. Expiration date: 9/2015. Anatomic location: supraumbilical. Implant. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/10981124) was implanted during the procedure. (B)(6) 2018: (B)(6). [Provider ni]. Radiology-CT abdomen/pelvis. Clinical information: hernia, complicated. Gastrointestinal tract/abdominal wall: the stomach is nondistended. There is a new supraumbilical hernia, superior to the prior hernia repair and contains loops of transverse colon and small bowel with transverse neck measuring 6.8 cm. There is mild narrowing of herniated loop of small bowel, however, there is no evidence of obstruction. There is interval enlargement of the umbilical hernia, transverse neck measuring 4.5 cm, containing loops of small bowel and mesentery. (B)(6) 2018: (B)(6). Operative report. Indication for surgery: 40-year-old male with escalating symptoms from a chronically incarcerated incisional hernia. He has had 2 prior repairs. He presented to the emergency room yesterday with abdominal pain. He had clear loops of intestine within 2 separate hernia defects. Prior mesh was seen in the cat scan. Given his escalating symptoms, I recommended a ventral hernia repair with possible bilateral component separation in order to close the midline fascia. I recommended a biologic mesh given his risk factors for mesh infection, including obesity, active tobacco use, and multiple prior repairs. He agreed to proceed and signed informed consent. He understood the principal risk of infection, anesthesia, bleeding as well as recurrence. Preoperative diagnosis: symptomatic recurrent incarcerated incisional ventral hernia. Postoperative diagnosis: same. Procedure performed: recurrent incisional ventral hernia repair with 8 x 8¿ biologic strattice placed in the retrorectus space. Explant of prior prosthetic mesh and prolene sutures. Bilateral tar component separation (advancement myocutaneous flaps). Assistant: rnfa. Anesthesia: general. Pathologic findings: 2 distinct defects with large sacs. Detailed description of procedure: ¿site of irrigation was performed. The abdomen was prepped and draped. A foley catheter had been placed. A midline incision was made. The abdomen was entered without difficulty. Eventually incised the entire fascia along the length of the incision opening of 2 distinct hernias and reducing hernia contents comprising omentum cephalad and small intestine caudad. I also explained [sic] to the prior prosthetic mesh and its associated prolene sutures. Now the entire abdominal wall had been freed up, I now turned attention to creating the rectrorectus plane. I incised the posterior leaf of the rectus abdominis fascia and was able to identify the rectus abdominis bilaterally. I mobilized this laterally. This is done to the edge of the rectus abdominis bilaterally. I now attempted to start to close the peritoneum. It was still under tension in the midline. I therefore elected to perform a bilateral component separation. The transverse abdominis was incised bilaterally and extended for 8 inches bilaterally. Once this is been done, is able to close the peritoneum without difficulty. I now selected a strattice logic mesh. I cut it to 8 x 8¿. Stay sutures were placed in 7 locations. The mesh was now secured with trans-fascial 0 vicryl sutures. Copious irrigation used. Jackson-pratt drains were placed overlying the mesh. The midline fascia was now easily closed under 0 tension with a #1 pds suture x 2. Subcutaneous tissues were copiously irrigated out and closed with staples. Dressings were applied the sponge needles count were correct x 2 but I performed the entire procedure. Specimens removed: prior prosthetic mesh and prolene sutures. Estimated blood loss: 250 cc. Pack/drains/tubes: jackson-pratt x 2 overlying the mesh.¿ (B)(6) 2018: (B)(6) [provider ni]. Surgical pathology report. Accession: ms-18-0000642. Tissue fixation: specimen description: abdominal wall mesh. Microscopic description: a. Sections demonstrate mesh material with surrounding foreign body giant cell reaction. (B)(6) 2018: [missing records: records for the ¿operative report for hernia surgery¿ were not provided.] (B)(6) 2018: (B)(6). Implant record. Gkfv1520. Gore synecor 15 cm x 2. Serial number: (B)(6). Expiration date: 11/29/20. Anatomic location: intraperitoneal. Implant verified. Implant sticker. Gore® synecor intrapaeritoneal biomaterial. Ref: gkfv1520. Sn: (B)(6). Exp: (B)(6). The records confirm a gore® synecor intraperitoneal biomaterial (gkfv1520/1770296) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10981124. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, mesh removal and additional surgery. Additional event specific information was not provided.